Event description:
Per the clinic, the device was explanted on (B)(6) 2013 due to extrusion of the electrode array into the ear canal. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed june 13, 2014.

Manufacturer narrative:
(B)(4): device not returned yet for evaluation.